Event description:
It was reported that an infection occurred. It was further reported the patient had bacteremia and had recurrent methicillin resistant staph aureus. Device and blood cultures were performed and antibiotics were administered. The device and leads were removed. It was further reported that t-wave oversensing was noted post- implant and pre-explant of system with infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies found.